Event description:
We have learned of a potential mold contamination of the mesa laboratories 7.0 ph buffer solution. Identified products were removed from stock. No adverse events noted from this issue at this time.